Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 3 years due to moderate stenosis and moderate regurgitation. The patient presented with cp and sob. The tpvr was performed with a 26mm 9600tfx aortic valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of three (3) years due to immobile leaflet, moderate stenosis and moderate regurgitation. The patient presented with dyspnea and chest pain. The tpvr was performed with a 26mm 9600tfx aortic valve. The patient tolerated the procedure well and discharged on pod#1. Per medical records, the patient presented with easy fatigue and shortness of breath. Echo revealed two of three pulmonary leaflets frozen with no demonstrable excursion, moderate stenosis and moderate insufficiency. The patient underwent a valve-in-valve procedure with a 9600tfx transcatheter valve. There were no significant complications, and the patient was transferred to the cardiac cath recovery unit.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (clinical code).

Event description:
It was reported and learned through medical records that a patient with a 25mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of three (3) years due to immobile leaflet, moderate stenosis and moderate regurgitation. The patient presented with dyspnea and chest pain. The tpvr was performed with a 26mm 9600tfx aortic valve. The patient tolerated the procedure well and discharged on pod#1. Per medical records, echo revealed two of three pulmonary leaflets frozen with no demonstrable excursion, moderate stenosis and moderate insufficiency.

Manufacturer narrative:
H11: additional manufacturer narrative: b4, b5, b7, g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet immobility or leaflet restriction occurring over time can be attributed to structural valve deterioration and/or nonstructural dysfunction, which can be manifested as regurgitation and/or stenosis. Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve; such problems can include entrapment by pannus, tissue, or suture, malposition, patient prosthesis mismatch, thrombosis, or technical errors. Structural valve deterioration (svd) can also lead to chronic central leaks over a period of time. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, the most likely rootcause is patient factors, including history of tetralogy of fallot and implant position. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code).